Event description:
A (B) (6) male pt with vascular disease was implanted with a spectra device on (B) (6) 2009. On (B) (6) 2010, the spectra device was removed and an ipp device implanted due to pt discomfort due to crossover of the cylinders. A request for the device has been made, no further info has been provided.

Manufacturer narrative:
The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.